Manufacturer narrative:
There has been a previous report received where lack of water flow has caused an overheating insert. Since an overheating insert could necessitate medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, this malfunction would be likely to cause/contribute to a serious injury should it recur. As such, this event meets the criteria for reportability per 21 cfr part 803. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.

Event description:
While using a g120 scaler, the unit had no water, the handpiece got very hot and had a burning smell; no injury resulted.

Manufacturer narrative:
Found that the power supply board was shorted causing no power to the unit. Also found that the main board was damaged causing no unit activation. Handpiece cable was partially clogged causing poor water flow.